Event description:
The customer reported the rad-97 was "not staying on." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter phone no. Exceeded allowable field length, initial reporter phone no. +44 (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6) .